Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall, which has been corrected in this submission.

Event description:
The customer informed abbott of discrepant architect havab-m patient results when reagent lot 93794hn00 was in use. The customer stated that twice in the months of (B)(6), initial gray zone results were generated which were non-reactive upon retest. Additionally, the havab-m negative quality control was trending higher and was out of range on (B)(6) 2011. When the negative quality control was out of range, the customer discarded the reagent and recalibrated with another pack of the same lot and the quality control was in range but at the high end. The customer stated two initial gray zone patient results were generated which repeated non-reactive upon retest, however, the customer did not provide actual data for these patient samples. There was no impact to patient management as the suspect gray zone results were not reported out of the lab.